Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was explanted due to an atrial pacing impedance measurement of greater than 2,000 ohms. The ICD was replaced and will be returned to cpi for analysis.